Manufacturer narrative:
Evaluation summary: the device history record (DHR) shows the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable and thus eliminated any risk to the patient.

Event description:
A customer reported that the vitrectomy did not work during surgery although the plug connections and device settings were all correct. The defective vitrectomy was replaced. No patient harm was reported. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).